Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Based on the information provided. The most likely cause for the reported failure is user error in applying excessive force during use.

Event description:
On 4/14/2023 it was reported by a sales representative via email that the metal passing wire on the card loader of (2) ar-1588btb-ib tightrope ii btb broke while trying to attach to the graft. Then another ar-1588btb-ib tightrope ii btb was opened and successfully loaded but failed to lock after being implanted and tensioned to the tunnel aperture. Sutures had to be tied to lock the implant in place sutures had to be tied to lock the implant in place. This was discovered during an aclr procedure on (B)(6) 2023. Additional information requested.